Event description:
It was reported that after the puncture the site was disinfected. After the arterial blood collection needle was removed and punctured again, it was found out that the blood could not be self-absorbed, and the suction was not possible. There was no patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.